Event description:
It was further reported that the target lesion was 90% stenosed and was located in the right coronary artery. The physician snared and removed the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with no original packaging or devices. There was blood in the guidewire lumen. The balloon was tightly folded and the stent was secured on the balloon. The hypotube was separated 22 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The distal portion of the hypotube was kinked 1.5 cm from the separated end. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The procedure treated the de novo 3.0x16mm target lesion located in an unspecified severely calcified and moderately tortuous vessel. Using a direct stenting technique, a 3.0x16mm liberte stent was advanced for treatment but while trying to cross the lesion the catheter shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).